Manufacturer narrative:
The device has been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4). Related mw report: 3011649314-2025-01570.

Event description:
A healthcare professional reported that the glidewell ht implant failed. The patient's bone type is d3/d4. The patient presented on (B)(6) 2025 for a primary procedure on tooth # 29. The patient presented one week after the implant was placed, and the area was still tender to palpation. At the next two post-operative visits, the implant showed signs of implant failure (bone loss, pain, inflamed gingival tissue, and the implant/healing collar were spinning/loose). On (B)(6) 2025, the patient was asymptomatic, but radiographic bone loss was present, and the implant was loose. The doctor determined that the implant failed to integrate after four weeks, and the loose implant was able to be removed with cotton pliers and finger pressure. The implant was removed/explanted on (B)(6) 2025, and will allow proper healing to re-evaluate the area. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.